Event description:
It was reported that the pump had alarmed high-pressure. When the pump had originally been dispensed, the settings had been documented as follows: reservoir volume 136.6 ml, infusion rate 3 ml per hour, volume given 0 ml, air detector off, upstream detector off, and lock level 2. Upon the pump¿s return, the displayed settings were: reservoir volume 137.9 ml (noted to be inaccurate), infusion rate 3 ml per hour, volume given 36.55 ml, air detector off, upstream detector off, and lock level 2. The cassette volume was checked and was found to have approximately 97 ml remaining. The event occurred while in use with the patient but there was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.